Manufacturer narrative:
In response to FDA report number: mw5090729. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency an unknown side rupture. Device has been explanted.